Event description:
It was reported that the patient received a low battery warning (elective replacement indicator eri message). It is unknown if this occurred pre-maturely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on 29 april 2024, wherein the ipg was explanted and replaced. Therapy was restored post-op.